Event description:
It was reported that the device was used during a gastric procedure. The surgeon fired the stapler with vascular reload across the small bowel and the stapler stapled and cut, however the staple line immediately broke down. Another device was used to complete the case. There was no consequence to the pt.